Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in a moderately tortuous and heavily calcified proximal to mid left anterior descending artery. The physician first performed ablation with a 1.75mm rotablator and then used ivus. The physician then advanced the 2.5x15mm maverick2 balloon to the lesion and inflated it to 14 atms for ten seconds on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different balloon and the deployment of a 2.5x20mm taxus stent and two other stents. Pt's status is reported as "good".